Manufacturer narrative:
Product ID 8598 lot# b005359n37, implanted: 2004 (B)(6); product type catheter product ID 8596 lot# b005121n65, implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that following a catheter revision (please refer to manufacturer report # 3004209178-2013-15749), the patient experienced return of pain. The healthcare provider (hcp) increased the patient¿s dose. The hcp wanted to perform magnetic resonance imaging (MRI) but the patient could not have the procedure done due to another implanted device. It was decided to remove the other implanted device on the day of the report so that the patient could have the MRI. During the removal of the device the hcp noticed the patient¿s catheter was no longer in her spine. The catheter was fixed. Patient outcome was not provided. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.